Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6).

Event description:
It was reported that the patient called with pump alarming nd. The alarm was silenced and settings reviewed. Res vol 11.7ml, rate 2.0ml per hr, volume given 80.3ml. The pump was restarted and the alarm returned. The pump was powered down. Per sfi, cassettes are not to be removed- no further troubleshooting was done. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.